Manufacturer narrative:
Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms. The customer experienced a blood glucose (bg) of 450mg/dl and large ketones. A manual injection was delivered to address the bg level and the ketones were flushed with water. As the occlusion alarm had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions. The current cartridge had been in use for 5 days. Tandem technical support (cts) informed the customer that the cartridge should be changed out every 72 hours per labeling. Cts inquired if the customer had been reusing the infusion set tubing but the customer would not recall. The customer was to revert back to manual injections for diabetes managements.